Manufacturer narrative:
Unit received with broken battery tube thread, broken reservoir tube lip and missing reservoir o-ring. Unable to perform displacement test due to broken reservoir tube lip and missing reservoir o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The blood glucose was unknown. The device will be returned for the analysis.